Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "my ICD misread arythmea that caused the ICD to shock me 29 times." Information obtained through follow up stated that the shocks were appropriate. The patient was treated at the hospital with anti-arrhythmics and sent home. All lead measurements were within normal limits. Patient reported suffering from post-traumatic stress disorder. The device remains in use. No further patient complications have been reported as a result of this event.